Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eleven months post filter deployment, the patient¿s pre-operative diagnoses stated current pulmonary embolism under treatment for deep venous thrombosis with current inferior vena cava filter. Approximately three years and eleven months later, computed tomography revealed an inferior vena cava filter was in place, with the apex of the filter located 35 mm below the confluence of the inferior vena cava and renal veins. The tips of several of the struts of the inferior vena cava filter protruded 1-2 mm beyond the anterior and lateral walls of the inferior vena cava. There was no definitive perforation of the adjacent structures noted. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 07/2017), g3 h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and clots. Approximately five years and four months post filter deployment, a computed tomography (CT) abdomen without contrast revealed that the tips of several of the struts of the inferior vena cava filter protruded beyond the anterior and lateral walls of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and clots. Approximately five years and four months post filter deployment, a computed tomography (CT) abdomen without contrast revealed that the tips of several of the struts of the inferior vena cava filter protruded beyond the anterior and lateral walls of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.